Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage and flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz9270 and lot# 24039216 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: mz9270 & batch#: 24039216. It was reported by the customer that had 3 more incident similar to this issue, where tpn filter was leaking last weekend. Verbatim: we had 3 more incident similar to this issue, where tpn filter was leaking last weekend. It is from same lot#24039216. We don't have samples this time unfortunately. Additional info received on 2feb2025. Hi, sorry what do you mean by occurrence? On one patient there was both the leaking found on the tpn filter, as well as when they then were priming a new one, it was unable to flush through the tpn filter port. Then on the second patient, it was found leaking at the tpn filter.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that had 3 more incident similar to this issue, where tpn filter was leaking last weekend.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.